Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer observed a falsely elevated clinical chemistry creatine kinase assay result while using the architect i1000sr analyzer. The customer provided the following results for one patient: initial result 49.3, retest 2.1. There was no adverse impact to patient management reported.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint data, troubleshooting by abbott field service, a search for similar complaints, and a review of labeling. Return material was not available. An abbott field service engineer (fse) completed troubleshooting of the instrument. Cleaning/decontaminating, replacing, rebuilding, and adjusting multiple parts, with no specific hardware issue noted or reported. Tracking and trending did not identify an adverse. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect i1000sr analyzer, list number 01l86, was identified.